Event description:
During pt treatment with the 3100a, both mean airway pressure and oscillatory pressure decreased, causing the driver to stop oscillating with alarms activated. There was no pt injury.